Event description:
This system was implanted for almost 8 years. The physician explanted the whole system and did not replace it because the pt's indications for pacemaker implant were no longer evident and the pt complained of pain related to the implant. This system was explanted on (B)(6) 2011.